Manufacturer narrative:
Correction: UDI should have not had a value in initial medical device report (MDR) as this device is not released for distribution in the united states. The logs for the navigation system were evaluated by medtronic personnel. The logs found that when the registration request was received, the imaging system's built in functionality led to the reported issue. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system was not receiving image acquisitions from the imaging system. It was reported that communication was established between the two and that retrying with new image acquisitions allowed the images to transfer. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.